Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, patient details and availability of product return has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported tissue expander deflated eight years after implant for an unknown side. The device has been explanted.